Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stylet removal inadvertent mishandling resulted in the reported premature activation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after removal of a 7x40mm absolute pro self-expanding stent system (sess) from its packaging, when attempting to remove the stylet, a small portion of the stent became exposed and partially flowered outside of the housing. There was no patient involvement and no clinically significant delay in the procedure. Another device was used to successfully complete the procedure. No additional information was provided.